Event description:
It was reported that while preparing the hugo pre-operatively, the nurse noticed a hole in one of the robotic arm sterile drape near the port latch. The drape was contained in the entire box with the other 3, but only one was broken. The drape was replaced to resolve the issue. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.